Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving no delivery alarms during bolus deliveries. The customer's blood glucose was unknown. The customer was unable to troubleshoot at the time of the call. The customer requested to have the infusion set and reservoir returned for analysis. No additional information provided.